Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the spine clamp was damaged. It was reported that the fixator was damaged and found during training. There was no patient present when this issue was identified. No additional information was provided.